Event description:
After injecting a vaccine, user facility attempted to remove the needle and it allegedly came out of the neddle hub and stayed in the patient's arm. They were able to take out the neddle and it was disposed of. The user facility reported that the needle pulled out of the epoxy. No treatment reported.